Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no audio output and an adverse event. The patient¿s wife was awake but was not responding to her, so she called the ambulance. When the ambulance arrived, they checked the patient¿s blood glucose and the meter read 20mg/dl. The paramedics gave the patient liquid sugar in a tube. It was indicated that the paramedics tried to administer the patient with intravenous (IV) therapy; however, they were unable to and gave the patient a shot of glucagon. The patient¿s blood glucose increased to 110mg/dl and the paramedics left. At the time of contact, the patient was doing fine. Additionally, the patient stated that they were unsure if the alert was missed or if they did not hear the alert because the receiver was under the pillow. At the time of contact, the patient was doing fine. No additional patient or event information is available. The receiver was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed, and no defects were found. A try it test was performed, and the test passed. The receiver was tested on the global receiver communication tool and the test passed. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. The resistance of the speaker was measured, and the resistance was within specification. The reported intermittent audio output could not be confirmed. A probable cause could not be determined.